Event description:
The patient's mother contacted animas on (B)(6) alleging that a combo bolus dose was programmed for 0.5 hours and the pump was still delivering insulin well afterward. She programmed the dose at 9:30 am and the pump was reportedly still running the duration of the combo bolus at 1:58 pm. At the time the pump delivered 31 of 35 units. The patient confirmed that the intended amount was 35 units to be given over 0.5 hours. The time and date were confirmed as correct on the pump. The patient stated that the time and date of the bolus dose last night was correct. This complaint is being reported as the pump was allegedly not delivering insulin within the programmed timeframe. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.